Manufacturer narrative:
Per the clinic, the patient was equipped with a new abutment during the skin reduction surgery on (B)(6) 2013, as reported in the initial report on (B)(6) 2013. Correction: the correct catalog number is 93336; not 93332 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the surgeon, the patient underwent skin reduction surgery (B)(6) 2013 due to recurrent infection and skin overgrowth at the abutment site. Implanted device remains.

Manufacturer narrative:
Implanted device remains.